Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the investigation result, the possible cause is that the user did not thoroughly read the instruction manual, and a connecting tube had not been used for reprocessing. However, the cause of was unable to be specified. The event can be detected/prevented by following the instructions for use: "section 4.8 connecting tube installation to find out what connecting tubes can be used, refer to the provided ¿list of compatible endoscopes/connecting tubes. Warning attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. Although the 'list of compatible endoscopes/connecting tubes' shows the applicable connecting tubes for each endoscope, it may not list the latest endoscope models. If your endoscope model is not listed, contact olympus for more information." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor sub-water channel had not been cleaned using a cleaning tube. This caused dirty water to come out of the tip of a pcf-h290l scope after being reprocessed. The issue occurred during reprocessing. There were no reports of patient harm or impact.